Event description:
(B)(4). Ongoing sharp pelvic pains. I was told that it would go away in a few weeks. Numbness and lost f function on the right side of my body. Migraines daily. Periods in which I use 24 pads a day. I cannot use tampons as they are pushed right our with the amount of flow. Constant bloating. Ear ringing. Blurred vision. Low vitamin d levels. Low iron. Chronic back pain. Depression. Mood swings. Low sex drive.

Event description:
#Medwatcher #followup1 #FDA mw5042654 #(B)(4). Went to the ER monday, (B)(6) 2015. I had migraines, dizziness, loss of vision, nausea, extreme pelvic pain and cramping. The ER doctor ordered a pelvic ultrasound which showed a mass on my cervix in which she wanted me to report to my gyn asap. I had an appointment on (B)(6) 2015 with my gyn who stated that my pelvic pain is normal.